Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 30054c, reader sn (B)(6)). Repeat cue covid-19 test performed with a different reader (sn (B)(6) on the same day provided a negative result. On (B)(6) 2023, customer tested negative with flowflex rapid antigen test. The customer stated they had a sore throat that began on (B)(6) 2023 that has continued through the report date along with a cough that developed as of (B)(6) 2023. The customer noted they tested negative on (B)(6) 2023 with a cue covid-19 test when their symptoms began (customer was not questioning this result). On (B)(6) 2023, customer reports they received a negative result on (B)(6) 2023 with a repeat cue covid-19 test as well as a with an unspecified rapid antigen test (brand/manufacturer not specified). No symptoms observed with these tests.